Manufacturer narrative:
Product was not provided by the reporter.

Event description:
Allergic reaction [hypersensitivity]. Lips swollen [lip swelling]. Hives on thighs, under both arms, spread to feet [urticaria]. Case description: an adult male consumer, age unspecified, used fixodent denture adhesive complete cream for the first time 1 only on (B)(6) 2015 and reported the following: allergic reaction, swelling lips, hives on thighs, under both arms and spreading to his feet all symptoms beginning on (B)(6) 2015. The consumer reported he telephoned a health care professional at the (B)(6) hospital who recommended he visit the emergency room but the consumer refused to go. The consumer stated he was not having trouble breathing and he discontinued use of the product. Treatment included ibuprofen. The case outcome was not recovered / not resolved. Relevant history: none reported. Concomitant products: none reported. No further information was provided. On (B)(6) 2015 (B)(6) follow-up phone call: the consumer visited the emergency department on the evening of (B)(6) 2015 after taking several benadryl and no relief of symptoms. The consumer reported by 5pm the hives had spread to his feet. Treatment in the emergency room included an injection of epinephrine and he was given 2 unspecified oral prescriptions to take for one week. No further information was provided.